Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the delivery wire was broken near the proximal contact and the coil could not be re-sheathed due to the delivery wire being broken. Therefore; the functional test could not be performed. It is probable that the coil was difficulty inserting due to some procedural factors encountered during the procedure limited the performance of the coil. The broken noted to the delivery wire during product analysis is most likely due to handling of the device during the procedure, therefore an assignable cause of handling damage was assigned to the observed delivery wire break.

Event description:
Analysis of the returned device found that the coil delivery wire was broken. There was no clinical consequence to the patient as a result of this event.